Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one x-port isp attached to a catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is unconfirmed for the reported fracture as no fracture or cracks were noted on the returned device. Further during functional evaluation no leaks or anomalies were noted on the device upon infusion and aspiration. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, chronoflex single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, chronoflex single-lumen, 8f products are identified in d2 and g4. H10: d4 (expiry date: 03/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post port placement for the treatment of chemotherapy, an opacification was performed and the device allegedly had a fracture issue. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2021).

Event description:
It was reported that some time post port placement for the treatment of chemotherapy, an opacification was performed and the device allegedly had a fracture issue. There was no reported patient injury.